Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 475cc saline breast prosthesis, catalog #3502475, serial #(B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a primary breast augmentation procedure with mentor smooth round moderate plus profile 475cc saline breast prostheses when both prostheses deflated after implantation. As a result, the patient underwent bilateral explantation on (B)(6) 2018. This medwatch report is for the left breast prosthesis.

Manufacturer narrative:
On 07/04/2018, the mentor failure analysis lab received the device for evaluation. On 07/04/2018, mentor received additional information about the event: the explantation date was originally reported to be (B)(6) 2018. New information states that the explantation date is (B)(6) 2018. Patient¿s explanted devices were replaced with a mentor smooth round moderate plus profile 550cc saline breast prosthesis and a mentor smooth round moderate plus profile 500cc saline breast prosthesis. On 07/17/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. The product evaluation (pe) team discovered a rent measuring approximately 0.1 cm within a crease on the posterior aspect. In addition, several creases were noticed on both views of the device. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the brown material found on the device. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).